Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and the patient underwent excision of mesh concurrently with rectocele repair, transvaginal urethrolysis; due to painful mesh band in the vagina, cystocele and failure of mesh. It was reported that the following surgery the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. (B)(4).